Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion prime meter was giving variable readings. Caller did a test on her son and it was 30. He was not showing any symptoms for so low so she tested again and it was 244, then 251, 253 and 222. Technique and storage ok except not always changing the lancet. Requesting refund.